Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a low helium message. The gauge was checked and it was turned off. When the gauge was turned back on no message appeared on the display. The pt expired within an hour. Since the customer is unsure as to which unit was in use on the pt at the time of the event. Two units are noted in the report.